Event description:
It was reported that the pt's extension was replaced due to high impedance readings. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).